Event description:
Patient was revised to address a ceramic femoral head which had broken into many pieces.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. It is known that this product lot combination was part of a voluntary recall in august 2001. The root cause for the aforementioned recall was related to an improper supplier process. Depuy voluntarily recalled all zirconia femoral heads although not all manufacturing lots were processed improperly. Without device examination the investigation is unable to determine if this device was from a suspect lot. Based on the information available, corrective action is not indicated.additionally, this product code is now obsolete.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.